Manufacturer narrative:
An investigation has not yet been completed for this event. Once the investigation has been completed, a supplemental report will be filed.

Event description:
It was reported that "the re-entry needle did not retract back into the catheter" of the outback re-entry catheter. This was discovered prior to the procedure when the doctor was testing the device prior to use. The procedure was completed successfully using another readily available device. The device was not used on the patient, and no medical intervention was required.

Event description:
It was reported that "the re-entry needle did not retract back into the catheter" of the outback re-entry catheter. This was discovered prior to the procedure when the doctor was testing the device prior to use. The procedure was completed successfully using another readily available device. The device was not used on the patient, and no medical intervention was required.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was returned with an unsealed, stryker tyvek pouch and label. A physical inspection observed the outer sheath was broken away from the hub. It was also noted that the needle did retract but only forcibly with extreme resistance. The possible root causes that could have contributed to the reported event are: om defect and loss of material integrity due to mishandling subsequent to distribution from stryker. The device history record (DHR) indicates the complaint device passed all inspection prior to release from sss. This event was reported due to "the re-entry needle did not retract back into the catheter" being inherently dangerous. The reported event is not occurring more frequently or with greater severity than is usual for the device.